Event description:
The reporter stated that she did a meter to lab comparison test, side by side. The results were 137 mg/dl on her meter (capillary), and the lab test (venous) was 187 mg/dl. She did not have any symptoms. Control testing was not done due to a lack of supplies. On follow-up, the lifescan representative reviewed q.c. Procedures and discussed meter/lab testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8